Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a patient whom they gave the patency capsule, and the patient has had complications which has led to them being hospitalized, and the physician believes it is directly associated with the patency capsule. The patient is a (B)(6) female who has suspected crohn's. After 24 hours of ingesting the capsule, the patient began experiencing obstructive symptoms such as vomiting, severe cramps, nausea. The patient was given "flat plate" x-ray and a rectangular figure measuring 17 mm was observed in the terminal ilium. The next day the patient was admitted into the hospital because of severe cramping and vomiting. After 3 days additional flat plate x-rays revealed the same results as the previous x-ray, with the rectangular object in the same region of the body. Medical advisors notification has been sent.